Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega suturecut needle driver instrument had a broken damaged cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. No intraoperative collision or misuse was observed involving the instrument. Suturing was being performed at the time of the event. There were no issues related to the opening/closing of the grips, the left/right (yaw) motion of the grips, and the up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No fragment fell inside the patient¿s anatomy.